Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for oversensing of noise and a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. One day later the rv lead triggered alerts for undefined high pacing impedance values. The lead was reprogrammed and remains in use. The patient experienced anxiety due to the lead alert tones. No further patient complications have been reported as a result of this event.